Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The device was in use at the time of the event but there was no patient harm. The customer only stated that the unit was scrapped and did not respond to requests for additional information. The device was in use at the time the reported issue was discovered. The relationship of the device to the reported issue cannot be determined at this time. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23oct2019.

Event description:
Reported pressure related error codes. There was no patient involvement.